Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.